Manufacturer narrative:
It was reported that the device was not returned to zoll medical corporation. During the investigation it was noted that a field service engineer (fse) visited the customer site and extracted the device log files for evaluation. There were entries on the logs that point to a potential issue with the mainboard; however, it appears to have been an intermittent issue. The device went through a power cycle and resumed normal operation afterwards. As a precautionary measure, the main board will be replaced.

Event description:
It was reported that the device's screen was "locked" and not responding to commands. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k.